Event description:
It was reported that the device was experiencing cassette not attached error. The event occurred during testing. There was no patient involvement or harm.

Manufacturer narrative:
One device was received for evaluation for the device was experiencing cassette not attached error¿ confirmed through visual inspection and occlusion test. Upon further investigation found dso seal was not flushed and aligned properly over the sensor. The visual and functional testing was performed. There was no 12-month service history during the review. Review of event log found multiple occurrences of cassette not attached alarm. Replaced dso seal. After replacing the parts, the pump passed all the testing and is fully operational.